Event description:
Subsequent to the previously filed report, additional information was received that in the opinion of the physician, there was no perforation. It was discovered that the access site complication was not a perforation of the superficial femoral artery (sfa), but that the proximal sfa had accidentally been punctured instead of the common femoral artery (cfa). This happened because the bifurcation of the cfa with this patient was located higher than one would normally expect and confirms that the access site complication as well as the vasovagal reaction was unrelated to the supra core guide. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. A review of the electronic lot history record (elhr) and similar complaint query is not required. Analysis is not required as additional information was received indicating there was no device malfunction or adverse event associated with this device issue. H6 - health effect - clinical code: code 2135 removed and code 4582 added. H6 - health effect - impact code: code 4614 removed and code 2199 added. H6 - medical device problem code: code 2993 removed and code 3189 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported that the patient underwent a percutaneous intervention to treat the external iliac artery. The ht supra core guide wire was used during the procedure. At the end of the procedure a perforation was noted in the left superficial femoral artery access site. Manual compression was applied which stopped the bleeding. No additional information was provided.